Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had an alarm and was not working. Blood glucose level at the time of the incident was 214 mg/dl. Customer was unable to check alarm history. The customer's parent was advised that the insulin pump was replaced and agreed to return the product for analysis.